Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that it was recently noticed that the pt was having increasing pump power and dropping pulsatility index (pi) levels. During a clinic visit, the pt's blood work showed elevated lactate dehydrogenase (ldh) levels. An echocardiogram (tee) performed by the hospital revealed a dilated left ventricle (lv) with diminished flow through the pump. The pt was subsequently listed as unos status 1a due to device failure/suspected thrombus. A heart was received from a donor and the pt was successfully transplanted.

Manufacturer narrative:
The MFR is attempting to acquire the explanted device for further evaluation. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.